Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a footswitch problem, system message code rec'd and a cable not locking into the footswitch during a procedure. No pt harm reported. Add'l info requested but none has been rec'd.